Event description:
It was reported that the physician requested a review of a stored ventricular tachycardia (vt) episode for the patient with this implantable cardioverter defibrillator (ICD). The patient had a syncopal episode. It was also noted that the patient has a concomitant device. Technical services (ts) discussed that there was artifact on the vt due to the concomitant device which caused a delay to the therapy because of undersensing. Ts recommended cardiology evaluation and noted that the shock delivered successfully converted the arrhythmia. This ICD remains in service. No adverse patient effects were reported.